Manufacturer narrative:
Correction: b5: it was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing in the biomed service department. There was no patient involvement. No additional information is available. Additional information: h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "error code #345" was reproduced. A review of the event history log revealed "ec345 (thermistor disparity)" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was low force sensor values. The force sensor required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity).this occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.